Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope exhibited a b30 scope communication error code and did not produce an image. The issue occurred during the beginning of an unspecified diagnostic procedure. There was a procedural delay to change exchange the device. The procedure was completed without further reported complications and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and reported error code b30 was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, the error code (b30) was not confirmed. Therefore, the root cause of the event could not be determined. This supplemental report includes an update to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.